Manufacturer narrative:
The subject device has not yet been returned for evaluation. The cause of the issue is unknown at this time. Follow up has been made to gather additional information regarding the reported event. To date, no response is received. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported an error e433 occurred on the device. No harm was reported. No patient harm, no user injury reported .

Manufacturer narrative:
This report is being supplemented to provide additional information based on response to follow up . Communication with the customer via service business center representative, the following information were provided: the customer did not specify if the procedure was therapeutic or diagnostic, the equipment was inspected and repaired locally, the equipment was inspected on february 16, 2023 the board was replaced locally and the equipment was delivered to the customer on february 21, 2023. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective generator board and there has since been a design change to prevent reoccurrence. The exact cause of the defective generator board could not be specified. It likely the generator board failed due to one of the following; defective current transformer on the generator board (permanent error), defective impedance transformer on the generator board (permanent error), defective peak rectifier on the generator board (permanent error), insufficient output voltage due to poorly switching hf output stage on the generator board (permanent error), and/or a defective transformer tr1 on the generator board (permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. It is important to mention that from the beginning of july 2020 and within the scope of change wcr-22681, an improved generator board was introduced into production. In this respect, sbu_100-184-812_en-ds_00 was published on 04 august 2020. The replacement of the generator board is only necessary if the old generator board is proven to be defective and causes a permanent error pattern. Also note that the new generator board has been introduced into production starting with the following serial numbers: (B)(6). Important information: the numeric part of the serial number is incremented. This means units with greater serial numbers were certainly equipped with the new generator board. Olympus will continue to monitor field performance for this device.